Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
The following was reported to gore: the patient was presented with a patent foramen ovale (pfo) and atrial septum aneurysm (asa), which was treated with a 30 mm gore® cardioform septal occluder on (B)(6) 2017. On (B)(6) 2017 the patient was admitted to the hospital with fever and chills. A transesophageal echography was performed and a thrombogenic structure on the left and right side of the device was visible, as well signs of endocarditis. The laboratory diagnostic showed that the patient suffered from a prothrombin mutation (factor ii) and a type lown iiib ventricular extra systoles (ves). The patient underwent anticoagulation and antibiotic therapy (clopidogrel and asa). On (B)(6) 2017 heparin therapy was started to treat the prothrombin mutation disease. The patient was doing well and was discharged. The physician stated that the endocarditis cannot be confirmed and that the thrombus is not device related.